Event description:
(B) (6) reported to smiths medical, (B) (4) that the tubing detached from the luer connected to the catheter. One pt (set was on femoral artery) had to be transfused with 3 bags of blood. Due to disconnection, the pt lost significant amount of blood.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical (B) (4). This assembly is incorporated into the finished product (B) (4) by smiths medical (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical (B) (4). One sample was received with the tubing disconnected from the male luer lock (mll). The mll was not received with the sample. There was evidence that solvent had been applied to the tubing and the tubing had been fully seated. The outer diameter of the tubing measured within specification. There were no manufacturing issues observed. The device history was reviewed and was acceptable. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.